Event description:
The customer reported that there was an intermittent communication error and the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was adjusted and the software installed during the service call. The system was tested and found to be working as intended and put back into service.